Event description:
It was reported that the device powers on/off by itself and logged several fault codes in the memory. There was no report of pt use associated with the incident.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported intermittent power on/off issue. Physio replaced the power, system, and memory pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power, system and memory pcb assemblies and determined the root cause of failure was a broken resistor, r53, from the memory pcb preventing completion of the boot sequence. A stand off from the shield bumped the resistor and caused the damage. There was not failures found with the power and system pcb assemblies.